Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or button error alarm was noted. The insulin pump was monitored and no black line was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported keypad anomaly. The blood glucose reading is 223 mg/dl. The insulin pump will be replaced.